Event description:
I was advise by philips to register my CPAP portable device due to its recall and stop using it. I registered on 06/25/2021 and got the confirmation number (B)(4). I have called philips 3 times asking for an update and they are unresponsive. I need a solution to fix my machine, replace with an another brand or reimburse me, so I can purchase another brand. I stop breathing w/out a CPAP machine and I cannot afford to buy another one. They are expensive and not covered by my insurance. I have spent almost (B)(6) with the philips dreamstationgo. FDA safety report ID # (B)(4).